Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level was reported to have been impacted; however the exact value was not provided. The customer had changed out all supplies prior to calling tandem technical support and bg level was reported to be lowering at the time of the call.